Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that she was hospitalized with high blood glucose of 500 mg/dl and she passed out. Customer tried to give herself injections along with treating via insulin pump. Customer also felt chest pains and nausea. She was discharged from the hospital with 270 mg/dl blood glucose. Customer stated she did not believe the event was caused by the insulin pump as her manual injections were also not effective.